Manufacturer narrative:
Pc-(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. Additional summary: the device returned for evaluation with no damage in the external components. Fire testing was not conducted because trigger was jammed. The prongs of the fork were deformed causing the jamming and 13 straps were found inside cannula shaft. A possible cause for the condition of the prongs of the fork deformed is indicative of the device being fired into bone or another hard surface, thus rendering device unusable.

Event description:
It was reported that the patient underwent a laparoscopic hernia repair procedure on (B)(6) 2018 and the absorbable straps were used. It was also reported that during the procedure, after the thirteenth strap was deployed, the tack would not secure an unknown mesh. The strap was removed from mesh and another like device was used to complete the procedure. There were no patient consequences reported.